Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a routine device change out, externalized conductors were observed. The lead was tested and no anomalies were noted. The lead remains implanted and monitoring will continue. The patient was asymptomatic.

Event description:
New information noted that the lead was returned without any paperwork or additional information.

Manufacturer narrative:
The reported event of externalized cables was not confirmed. A partial lead is-1, rv, and svc connector portions were returned in three pieces. The damage found was sustained during the surgical procedure. Analysis of the lead did not find externalized cables on the returned portions. Electrical testing did not find any indication of conductor fractures or internal shorts.